Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not returned. The complaint of a detached sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated when they inserted the sensor, they felt that the needle went into them. After hours of not getting any readings on their continuous glucose monitor (cgm), they removed the sensor. They checked the applicator and then removed sensor and could not find the sensor wire. It felt like it was stuck in their skin. At around 2:00 am on (B)(6) 2020, they went to the emergency room. An x-ray was done which confirmed the retained wire and they were prescribed cephalexin 500 mg three times a day for a total of 30 tablets. On (B)(6) 2020, they went back to the hospital to have an ultrasound which also confirmed the retained wire. They then saw a surgeon who advised her to leave the wire in place, and to come back in a month to get re-checked. At the time of contact, the patient was feeling well. No product was provided for evaluation. The allegation of a detached sensor wire was confirmed through an x-ray and ultrasound. A probable cause could not be determined. No additional patient or event information is available.